Manufacturer narrative:
The customer reported that they experienced signal loss on multiple channels of their cns (central monitoring system). Customer was asked to check the antenna system and check the rssi values. Customer will call back once he tries the troubleshooting tips. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that they experienced signal loss on multiple channels of their cns (central monitoring system) for 1-2 minutes at a time on random transmitters.

Manufacturer narrative:
Manufacturer narrative: the customer reported that they experienced signal loss on multiple channels of their cns (central monitoring system). Customer was asked to check the antenna system and check the rssi values. Customer will call back once he tries the troubleshooting tips. The product involved in this event has not been returned to date to allow for an analysis to be performed. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.